Manufacturer narrative:
(B)(4): evaluation results - (dissection/myocardial infarction).

Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca (overlapping). During index procedure, a dissection occurred. Another endeavor sprint rx drug-eluting stent was implanted to the mid rca for treatment of dissection. Following clinical evaluations committee review, it is reported that an myocardial infarction (mi) occurred, the following day. Six weeks post index procedure revascularization was performed (ptca). One endeavor sprint rx drug-eluting stent was implanted to proximal left circumflex. Reason for revasc: positive history or recurrent angina pectoris presumably related to the target vessel. Eight months post index procedure instent restenosis of proximal left circumflex occurred. Ptca (ballooning) was performed. The investigator indicated that the reported events were not related to the study stent. Patient was asymptomatic at 3 year follow-up. (Ref MFR # 9612164201100831 and 9612164201100832).